Event description:
During an in clinic follow up, loss of capture and loss of sensing were observed on the right ventricular (rv) leadless pacemaker (lp). X- ray imaging was performed and the rv lp was found to be dislodged into the pulmonary artery. A revision procedure was performed and the lp was retrieved and was repositioned successfully in the rv. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.